Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a severely bent grip with misalignment of the grip-tips likely causing issue reported by the customer. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the force bipolar instrument locked onto suture and would not open. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the target tissue was the end of a suture. The jaws were not stuck on tissue when the issue occurred. The instrument was inspected prior to use and no damage was observed.